Event description:
It was reported that medfusion pump displays motor not running error, lcd damage. No patient injury reported.

Manufacturer narrative:
Additional information received via email and attached in the complaint: event did not occur while in use by patient. Found during testing. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and had a crack on top case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Removed plastic overlay on lcd (liquid crystal display) display. Replaced the whole motor assembly (stepper motor included) also lead screw and both clutch halves. Upgraded device software. The cause of the reported problem was traced to customer incorrect assembly and to components failure. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500.